Manufacturer narrative:
The pycah abutment was returned with a crown attached. The abutment hex was not sheared but rather had a gouge on one side of the hex. There was evidence of casted gold on the conical connection surface. It appears that the product was gouged by the clinician and during lab processing casting gold was allowed on the conical connection surface which will inhibit proper function of the product.

Event description:
Broken internal custom cast abutment.